Event description:
It was reported that the patient had an angiogram to check the guglielmi detachable coil neurologic procedure for an aneurysm. An angio-seal vip was deployed post procedure. Ten days later, the patient developed calf claudication. The claudication improved, but the patient developed thigh pain. A doppler revealed 75% thrombus at the superficial femoral artery at the time of claudication. The physician suggested that the claudication and thrombus was probably not caused by the angio-seal device, but was due to vascular disease. The patient was being followed up by the neurologic team. A pre-deployment angiogram was not performed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).